Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a durom acetabular component on an unknown side on (B)(6) 2008. Currently patient is being monitored due to pain, dislocation, severe damage to bones and tissue around the implant.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 52, code r, taper 18/20, catalog no# 0100181520 ; lot no# 2320795. Metasul ldh, head adapter, xl, +8, taper 12/14-18/20, catalog 0100185148 ; lot no# 2445904. Modular neck g2 12/14 neck taper, catalog no# 00784803201 ; lot no# 60880038. Modular femoral stem press-fit plasma sprayed, catalog no# 00771301100 ; lot no# 60898836. Modular neck e 12/14 neck taper, catalog no# 00784801200 ; lot no# 60940135. Therapy date : (B)(6) 2016. This case was reopened on (B)(6) 2018 to enter additional information which was received on (B)(6) 2018. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted.therefore, zimmer gmbh will close this case once again. Zimmer¿s reference number of this file is (B)(4).

Event description:
Patient underwent revision surgery due to pain, looseining, stem mal position, metallosis, cyst formation and pseudotumor.

Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. Review of event description: patient underwent revision due to pain, loosening, osteolysis, metallosis, elevated metal ions, pseudotumor and cyst formation other information & sources: review of the complaint relevant documents did not lead to new information regarding the reported event. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be submitted. A tight monitoring is ongoing for revisions with us durom cups where the initial implant date occurred after the relaunch of the us durom cup. The distribution of this product was ceased meanwhile due to business reasons. Zimmer (B)(4) considers this case as closed again. (B)(4).

Event description:
A product liability claim was raised. It was reported that the patient was implanted a durom us acetabular component 58/52 r on the left side on (B)(6) 2008. The patient underwent a revision surgery on (B)(6) 2016 due to pain, loosening, osteolysis, metallosis, elevated metal ions, pseudotumor and cyst formation. Note: this is a split case with zimmer (B)(6), reference number (B)(4).